Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient reported that their stimulation from the implantable neurostimulator (ins) was going on and off and was going into their ribs. It was explained to the patient that the stimulation going on and off was in a mode called cycling. The patient was going to call the manufacturer&#38112;representative to let them know they needed an adjustment. The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Additional information received from the consumer reported that she was still feeling stimulation in her ribs and legs and she would like to have stimulation go to her back instead. The patient stated that she had an appointment the next day with her managing healthcare provider.

Event description:
Follow up information received from the patient reported that the only problem they had was not getting the battery charged enough (¿or I¿m doing something wrong¿). The patient noted that the ¿little windows¿ showed that they had a full charge but when they need to have a ¿little action, its like I don¿t have enough power¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.